Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable because the device was manufactured prior to UDI regulations. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information. B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information: h11: evaluation summary the reported event was a blue screen observed during a procedure. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation, it was considered that fluid ingress into the endoscope may have resulted in failure of the imaging circuit, leading to the blue screen. The device was repaired by a third party and returned to the hospital on 09-mar-2026. The hospital was reminded to ensure that daily operation and reprocessing procedures comply with the IFU. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the actual date shipped was confirmed as 18-oct-2017. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information. B4: date of this report - updated. G6: follow-up #: 2. H2: if follow-up, what type? - updated. H11: the previously submitted information contained inaccuracies and has been revised in this follow-up report to reflect the updated investigation results. Evaluation summary: the reported event was that a band remained inside the channel and was introduced into the patient during a procedure, resulting in potential cross contamination. No patient harm has been reported to date. Based on the investigation and repair records, it was considered that a band used during a previous endoscopic examination remained inside the channel and was not removed during reprocessing. It was also considered that the cleaning brush used was not a pentax-recommended product, and therefore the remaining band may not have been removed during cleaning. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the actual date shipped was confirmed as 18-oct-2017. There were no reworks or concessions. Based on the trend analysis, no significant increase or upward trend in repair complaints related to this failure mode was identified. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. Related MDR numbers: 9610877-2026-00009_eg29-i10_(B)(6)_scope band fell in patient stomach_fu1. 9610877-2026-00010_eg29-i10_(B)(6)_possible cross contamination_fu2. 9610877-2026-00011_eg29-i10_(B)(6)_possible cross contamination_fu1.

Event description:
On 30-jan-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10, serial number (B)(6) in canada within the pai region. A report was received that during an endoscopic procedure, a ligation band that had been used on (B)(6) 2026 came out from the instrument channel of the endoscope and fell into a patient's stomach. The endoscope had been cleaned according to the IFU after use on the patient on (B)(6), and high-level disinfection (hld) was performed using an automated endoscope reprocessor (aer). Subsequently, the endoscope was used on one case each on (B)(6) and reprocessed after each use. This event occurred during use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical pai region performed a good faith effort (gfe) and received a response via email on 11-feb-2026. The endoscope was reprocessed in accordance with high-level disinfection (hld) procedures. The ligation band detached and fell into the patient on (B)(6) 2026. The endoscope had previously been used on (B)(6) 2026 for a procedure involving ligation band deployment and was subsequently reprocessed according to hld procedures. The endoscope was then used for one procedure on (B)(6) 2026 and reprocessed, and again used for one procedure on (B)(6) 2026 and reprocessed. No patient harm has been reported in association with the procedures performed on (B)(6) 2026; however, separate MDR reports have been submitted to address the potential cross-contamination risk associated with those procedures. The ligation band that detached inside the patient was identified as cook medical (cook endoscopy) 6 shooter? Universal saeed? Multi-band ligator, model mbl-6. The cleaning brush used during endoscope reprocessing was a single-ended channel cleaning brush manufactured by keir surgical (vancouver, canada), model cb-0005-230. The automated endoscope reprocessor (aer) used was manufactured by medivators. The drying system used was the pentax medical aquatyphoon. The patient was discharged home and is scheduled for follow-up blood testing. To date, no infection or other patient harm has been reported. The endoscope is currently pending return to pentax medical for further evaluation. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information. Related MDR numbers: 9610877-2026-00009_eg29-i10_(B)(6)_scope band fell in-patient stomach, _eg29-i10_(B)(6)_possible cross contamination, 9610877-2026-00011_eg29-i10_(B)(6)_possible cross contamination.